Manufacturer narrative:
"Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown."

Event description:
It was reported that a insyte winged vialon-e 24ga x 0.75in leaked during use. The following was reported by the initial reporter: "according to the customer's report, after catheter placement, infusion fluids leaked from the hub."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-07-05. Investigation summary: four photos and one used sample were received by our quality team for evaluation. From the photos, no visual damage was observed on the adapter outer surface or on the inner luer lock thread. However, the photos were too zoomed out for evaluation and the blood stains could be blocking the defects from view. The sample was subjected to the catheter leak test and passed; no air bubble was observed when air was passed through the adapter with a pinched catheter tip. The sample was also subjected to visual inspection to check for adapter hub damage. A dent on the adapter inner luer was observed. A device history record could not be evaluated as the lot number is unknown. One similar quality notification was raised on the reported defect. The root cause was suspected to be the adapter was not fully seated in the pallet loader escapement and hit on the linear track while moving to the next process, resulting in a dent on adapter. The air blow feature will be improved to provide sufficient back pressure to push the adapters into the escapement properly. The returned sample passed the catheter leak test. However, there was a dent observed on the adapter inner luer. This is most likely a cosmetic defect that doesn¿t affect the functionality of the adapter. The assembly process was reviewed, and the dent was most likely caused by the adapter scratched by the gripper at the tipper station. This defect will be communicated to the production technicians and the occurrence will be monitored. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a insyte winged vialon-e 24ga x 0.75in leaked during use. The following was reported by the initial reporter: "according to the customer's report, after catheter placement, infusion fluids leaked from the hub."